Manufacturer narrative:
Additional information: d4, d6a, d6b, h4, h6. Correction: d9, h3. Device evaluation: follow-up report submitted to document device evaluation results. The reported event could be confirmed as the devices were send back to stryker freiburg for evaluation and based on the provided CT scans. The patient initially received unilateral tmj implants right side and left side, with new bilateral implants due to a fossa breakage on the left side, which led to a shift in mandible position and resulting malocclusion. Although the right-side implants were revised during surgery, investigation confirmed they were manufactured to specification, and the malocclusion was attributed to the left-side implant failure, not to the devices addressed in this complaint. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that a revision surgery will be performed to replace the implants.